Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that due to the patient¿s two previous overdischarges they needed to charge every day since it dropped down to 50% daily which happened even when the patient didn¿t use their device. The implantable neurostimulator (ins) needed to be replaced but the patient hadn¿t met their deductible yet so she was trying to wait it out. The manufacturer¿s representative (rep) met with the patient and was trying to give them a more efficient program to help extend recharging intervals. The parameter provided was +, +,-,+, 60 hertz, 1000 pulse width, 3.1 volts, 587 ohms, and 5.195 milliamps running at 24 hours a day. The recharge interval at this would be 11.9 days at battery end of life (bol) and 10 days at end of life (eol); but this was assuming the patient never had any overdischarges. It was reviewed that it was uncertain how much damage had been done to the ins by the previous overdischarges so this may not be accurate. The rep. Further noted that the patient was not receiving therapy because the device was in overdischarge. The patient¿s physician had requested the replacement but the rep. Had not heard anything further about the patient¿s replacement as they were financial issues involved from the patient¿s side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.